Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient developed severe pain with inability to weight bear and "radiographs show that he has catastrophic taper failure with femoral head disassociated from the taper of the femoral component and there is gross deformity of the taper on radiographs." He was revised on (B)(6) 2015.